Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could showed screen error alarms. The customer complaint was confirmed because of the call tech support error displayed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).